Event description:
It was reported that during an unknown procedure, a staple on the tip of the cartridge was popped out. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2024. D4: batch # 956a75. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was received. The reload was received unfired with the reload deck damaged. In addition, an additional staple was found lodged one pocket, and the rest of the body of the staple was on the reload deck, this staple did not belong to the returned reload. Since all staples were present inside the pockets. No functional test was performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 956a75, and no non-conformances were identified.